Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s liquid crystal display (lcd) screen appearing discolored was confirmed via the controller¿s functional analysis. The returned system controller¿s (serial number (B)(6) lcd screen was observed to be discolored upon connecting the controller to power. The controller was functionally tested and was able to operate a mock loop as intended throughout all testing despite the discoloration. The controller was opened and inspected at a component, and fluid ingress was observed throughout the interior of the controller, affecting its printed circuit boards and lcd screen. Fluid being on and/or within the lcd screen would cause the screen to appear discolored. The provided log files did not capture any atypical events, and the pump operated as intended throughout the data. The root cause of the reported event was determined to have been fluid ingress within the controller; however, the root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook) and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the display of the system controller showed a discoloration. Images and log files were provided. The system controller was exchanged on (B)(6) 2026.